Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient implanted for spinal pain. The patient reported that their therapy has stopped due to a power on reset (por) message. The patient stated that they were visiting their husband in the hospital at the time the por was seen. They indicated that they had just charged their implantable neurostimulator (ins) the friday prior to the report, and the ins was not dead at that time. The patient stated that they turn their stimulation off when they charge. They mentioned that the por message appeared when they went to turn on stimulation after recharging. The por was noted to be informational. Troubleshooting was done at the time of the report, and the patient was able to clear the por with the patient programmer. The patient turned therapy back on and confirmed that it was adequate and comfortable. It was also noted that the patient¿s programmer did not turn on at the time of the report. However, after replacing the batteries, the patient was able to successfully turn on the programmer. The issue was resolved at the time of the report. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.